Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached applicator needle that occurred on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor (serial number (B)(4)/lot number 5203863) was returned for evaluation, however, it could not be verified that returned sensor is complaint device. The returned sensor could not be investigated as only the used sensor pod was returned. It was determined that investigation would not provide information to confirm customer claim of a detached applicator needle or provide a potential root cause. A photograph was taken of the returned sensor.